Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and battery tube threads, and a broken belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to give themselves insulin. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 156 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.